Event description:
Device in simv mode and allegedly stopped delivering breaths - all windows looked normal and no alarms went off.

Manufacturer narrative:
The infant star model 500 ventilator was returned by the customer to the nellcor puritan bennett failure investigation lab for evaluation. Although it was requested, the customer did not return the star sync pt triggered interface that was originally rpt'd as a concomitant device on the original MDR. Multiple attempts were made to contact the user facility to have this item returned without success. The evaluation was performed without this device. After extensive testing the npb eval lab was unable to reproduce the rpt'd malfunction. As a result, the failure rpt'd on this complaint could not be verified.